Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Visual inspection of the device found a bend in the distal shafted 0.48¿ proximal to the distal tip at the proximal end of electrode ring 3. In addition, when the distal tip was microscopically inspected, it was noted that conductor wire 2 was fractured and exposed at the distal end of electrode ring 4. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the investigation performed and the information provided, the cause of this finding was found to be damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a fracture and exposed wires.